Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and it passed. A charge and boot was performed and it passed. A review of the receiver logs was performed but no data was observed within the investigation in receiver log. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.